Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant the lead prolapsed upon insertion in the right atrium. The lead was unable to stay fixated where placed in the right ventricle as the helix screw mechanism would not fully deploy. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant the lead prolapsed upon insertion in the right atrium. The lead was unable to stay fixated where placed in the right ventricle as the helix mechanism would not fully deploy. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.